Event description:
The report stated that during a laparoscopic anterior resection, the ligasure handpiece did not seal on two occasions. The first non-seal was on tissue and the second was on mesentery. The instrument had been ratcheted shut and then was activated. The normal "sizzle/hiss" sound was heard as well as the end tone. The tissue cutter was deployed and the instrument opened. There was no seal. The surgeon used the ligasure handpiece to regrasp the tissue and then reactivated the device and sealed the tissue. There was a report of no patient injury.

Manufacturer narrative:
The incident handpiece has been received and is currently under evaluation.